Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter and sensor would not calibrate the meter. The customer's blood glucose reading was over 400 mg/dl at the time of incident. Troubleshooting advised customer to check their blood glucose and treat as needed. No further details provided.